Event description:
In late 2008, the sales rep reported that the surgeon was performing a c5-c6 level cervical fusion surgery. The surgeon used a one level 26mm slimline plate with thinline screws. After surgery, the surgeon was concerned with the coupling of the slimline plate with the thinline screws. The surgeon planned to do an x-ray and determine if there was a need for a revision surgery for screws backing out. Additional info in early 2009, the sales rep reported via telephone that the surgeon felt that he needed to replace the thinline screws with resecue screws to ensure that the screws would not back out. During the revision, it was identified that there were no screws backing out.

Manufacturer narrative:
Product will not be returned since it was discarded at the hosp. Device MFR date is unk. Eval is pending.